Manufacturer narrative:
Product analysis: analysis confirmed the customer comment that sterilization of the cables caused the connectors to loosen easily, the positive boot and alligator clip were missing. The positive continuity tested open due to the damage. Some tests were completed using probes due to the damage. The continuity from the plug to the positive (missing) clip was ok and the continuity across the negative external pulse generator (epg) connector was ok. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the cables are sterilized prior to use, the claws of the cables are loose, and the cables are fragile. There is a concern about integrity of the cables, and the ability to re-use them. The cables have been returned. There was no patient involvement.